Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. No low battery alert noted. However, the insulin pump was pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she changed the battery to her insulin pump after receiving a low battery alert but her display will not return. The patient's blood glucose at the time of incident is unknown. Troubleshooting for the blank display was declined. She also noted that while rewinding the pump the display went blank again. The pump then activated different screens. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.